Event description:
It was reported that the patient had a rash, and they were unsure if it was due to the purewick female external catheter or not. Liberator representative advised to discontinue use until they speak with doctor. It was noted that the patient had been using the purewick products for more than 90 days. No medical intervention was reported. As per customer contact via phone on (B)(6) 2022, it was stated that the purewick urine collection system worked great, however, the patient did have some skin irritation on the upper thigh and both labia from the purewick catheter. They reached out to the doctor and the doctor prescribed a cream for the irritation. They were unable to provide the name of the cream. It was stated that they would intend on trying the cream and would proceed from there, but they believed that the patient's skin was just sensitive to the wicking material.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Precautions: not recommended for patients who are: experiencing skin irritation or breakdown at the site. Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a rash, and they were unsure if it was due to the purewick female external catheter or not. Liberator representative advised to discontinue use until they speak with doctor. It was noted that the patient had been using the purewick products for more than 90 days. No medical intervention was reported. Per customer contact via phone on 30aug2022, it was stated that the purewick urine collection system worked great, however, the patient did have some skin irritation on the upper thigh and both labia from the purewick catheter. They reached out to the doctor and the doctor prescribed a cream for the irritation. They were unable to provide the name of the cream. It was stated that they would intend on trying the cream and would proceed from there, but they believed that the patient's skin was just sensitive to the wicking material.